Event description:
Caller reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin therapy.